Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative performed preventative maintenance and found no issues. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number is 709174. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 21.67 miu/ml. The repeated results were <0.100 miu/ml, <0.100 miu/ml, and <0.100 miu/ml. The repeated results were deemed correct. The questionable result was not reported outside the laboratory. The sample was repeated due to the high result not being expected for a new patient's baseline.